Manufacturer narrative:
G4: 27sept2019; b4: 30sept2019. The support service technician evaluated the unit and confirmed the reported problem. The support service technician replaced the power management printed circuit assembly (pca) to resolved the issue. Unit was checked overall and passed the functional and run in tests. No other abnormalities were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/25/2019.

Event description:
The customer reported the unit wouldn't run on alternating current (ac) power alone. There was no patient involvement.

Manufacturer narrative:
G4: 03feb2020. B4: 10feb2020. The part was returned to the manufacturer for failure investigation (fi). It was determined that the d3 and d37 diodes on the power management (pm) board was the root cause of the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.